Event description:
The patient reported in 2007, that her catheter had disconnected from the pump. The next month, the patient reported her catheter had dislodged. The catheter was revised two days later. The hcp reported, that a clinic visit 2 weeks after pump implantation the patient's low back pain was much better and the wound was well healed; however, the patient had pain over the pump area, and there was a small amount of fluid noted in the area of the back incision. There was no erythema or warmth. The pump was used to deliver dilaudid. One week later, the patient complained of recurrent fevers and urinary frequency, despite treatment with ciprofloxacin. The patient felt dizzy and unbalanced, nauseated and reported temperatures to 102. There was no warmth or redness over the pump area and the patient was recommended to go to urgent care for evaluation. The hcp determined that the pump was flipping and an x-ray done the previous month revealed that the catheter was out of the intrathecal space. The next month, the patient had a revision surgery for the dislodgement of the catheter and the flipping of the pump. The pump pouch was removed and the pump was sutured in the abdomen. The patient returned to the clinic in 2008, and was experiencing nausea, diarrhea, headaches, and low-grade fevers. She was taking motrin. The patient did not have low back pain, but did have primary joint pain of wrists, shoulders, elbows, left knee, and ankles. The patient had a small blood blister at the bottom of the incision. The patient had a barium enema and was having an ultrasound that day (reason not reported). The patient requested that baclofen be added to the pump medications to prevent spasms. The pump was no longer flipping. The hcp reported the patient outcome as "patient recovered without sequela". See manufacturer's reporter # 6000030200704574 for catheter dislodgement.

Manufacturer narrative:
This report is being submitted following an internal audit.